Manufacturer narrative:
The unit was received with the following physical damage: a broken off end cap, minor scratches on the lcd window, cracked casing near the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker. The displacement test could not be performed due to the missing end cap.

Event description:
The customer's mother reported via phone call that there is physical damage to her son's insulin pump insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer's mother stated that her son dropped the pump on concrete a half hour before the call. The side of the pump was busted open and the inside mechanisms of the pump were visible; the pump became completely non-functional. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.